Manufacturer narrative:
Integra has completed their internal investigation on 12/17/2015. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: the customer complaint incident could not be duplicated or confirmed. The cam02 monitor was verified as working to specification. The DHR was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2013 ¿ nov. No non-conformance reports were raised during the manufacturing process for this console. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. (B)(4). Conclusion: since the complaint incident could not be duplicated and the cam02 monitor was verified as working to specification no root cause can be established.

Event description:
This is the first of two reports. The pediatric patient was implanted with the 110-4b catheter and it was calibrated successfully with the mpm1 at the trauma center. The patient had an intracranial pressure (icp) reading of 15. The patient was stabilized and transferred to the children's hospital. The catheter was connected to a cam02 monitor and a "catheter failure" message appeared. After reconnecting and turning the monitor on and off multiple times, the catheter read a negative icp value. The surgeon placed another bolted catheter and connected it to an old mpm1 monitor in which the catheter read an icp of 15. The customer claimed that they always follow this procedure without an issue. After testing the cam02 monitor with a sample catheter, it was reported that everything looked "ok" however the cam02 was recommended to be sent in for repair. There was no patient injury. Additional information has been requested.